Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during pumping. The customer's blood glucose level was 215 mg/dl. The customer changed the cartridge and resumed insulin delivery.